Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation - the occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The customer stated that the meter had partial segments, the display was faint, and the number could not be identified as what number it actually was in the result field. The customer performed a display check and stated that the "88.8" had missing segments and could not identify what the numbers were. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.